Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt¿s trunk cable was shorted. The root cause for the shorted trunk cable was unable to be identified. There was no adverse event that resulted from the damaged belt.